Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens, -10.0 diopter, in the patient's left eye (os). The lens tore during injection into the eyes. The lens was repositioned and removed. The patient experienced corneal edema.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid with clear surgical residue/debris on product. Visual inspection found haptic torn/broken/bent/deformed. Dimensional inspection found that lens dimensions were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Product problem to adverse event: initial selection was incorrect; event is an adverse event. (B)(4).